Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 600 mg/dl and traces of ketones. Customer's nurse was unable to get the insulin pump to work and it resulted in a blood glucose. The customer stated that insulin pump had no delivery error. The insulin pump was not returned for analysis.